Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that for probably a few weeks the patient had a lot of loose bowels and couldn't make it to the bathroom on time so they were having fecal incontinence. The caller said they thought the symptoms were from the patient starting to go through chemo but they wanted to see if they could check the implant settings because the patient got the device to help with fecal incontinence. During the call, stimulation was increased to where patient felt it comfortably. The patient would maintain stimulation and monitor symptoms. The caller was sent physician listings as the patient didn't have a managing physician at the time due to a recent move.